Manufacturer narrative:
(B)(4). The customer returned a cvc kit and lidstock with a single spring wire guide (swg) assembly for evaluation. The guide wire was returned within the advancer tube. The guide wire was observed to have two kinks at the distal end and missing the j-bend. The distal end appeared to be missing its weld. There was also a slight bend at the proximal end. Microscopic examination confirmed the kinks in the guide wire body. Only one weld was present and observed to be full and spherical. The kinks in the guide wire were located at 472mm and 493mm from the proximal tip. The bend was located 20mm from the proximal tip. The overall length of the core wire measured 590mm which is not within the specification of 596-604mm per guide wire product drawing. This suggests that as least 6mm of the wire guide separated and was not returned. The outer diameter of the undamaged portion of the guide wire measured 0.807mm which is within the specification of 0.788-0.826mm per guide wire product drawing. The guide wire was advanced through the kit's ars and a lab inventory 18ga introducer needle to functionally test the guide wire. The guide wire passed through both components with minimal resistance. A manual tug test confirmed that the proximal weld was intact but not the distal. A device history record review was performed on the guide wire and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The report that the guide wire was damaged during use was confirmed through examination of the returned sample. The guide wire was kinked at 472mm and 493mm from the proximal tip. The returned guide wire was also found to be separated, missing at least 6mm from the distal end. The guide wire met all other relevant dimensional requirements and a device history record review did not identify any manufacturing related issues. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on the condition of the guide wire and the report that the damage was observed during use, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports that the swg (spring wire guide) was kinked during patient use.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the swg (spring wire guide) was kinked during patient use.